Event description:
It was reported that the atrial lead is sensing atrial refractory events 30 ms after an atrial sense, possibly due to noise, and that the measured p-waves have decreased. It was also noted that the patient had undergone an open heart surgery since lead implant. The lead polarity was changed to unipolar, and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.